Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on the reported lot number 8253952; the lot number was built on afa line 2 from 13sept18 thru 19sept18. Packaged on packaging line 8 from 15sept18 thru 18sept18 and packaging line 9 from 18sept18 thru 19sept18 for a quantity of (B)(4) units. No reject activity associated with the lot number provided was found. No testing or observations could be performed as no units were returned for evaluation. Conclusion(s): the defect described in the product incident report was not identified or confirmed; as units or photos were not provided for this incident, therefore a definite root cause could not be established.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle didn't fully retract. The following information was provided by the initial reporter: "needle didn¿t fully retract"

Manufacturer narrative:
The reported lot #: [8252q52] was not found for the reported catalog #: [381423]. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle didn't fully retract. The following information was provided by the initial reporter: "needle didn¿t fully retract".